Event description:
The physician attempted arteriotomy closure of the right groin with the closer s 6 fr. Device after a diagnostic procedure. Closure of the arteriotomy was achieved at 13:56. There was no report of bleeding or hematoma at the site. The pulses were reported to be 2+ bilateral and the site remained dry. There was no record of pt ambulation prior to discharge at 16:30. At 21:00, the pt was brushing their teeth and noticed a burning sensation in their leg and also noted bleeding. The paramedics assessed the pt at 21:40 and reported bleeding at the incision site. The bleeding was controlled by compression. The estimated blood loss was 50 cc's. The paramedics applied a trauma bandage and transported the pt to the emergency dept. The arrival time to the ER was 22:36 and there were no further signs of bleeding. A sand bag was placed over the site. Assessment at 22:45 revealed no bleeding, no bruit noted, and the area was soft with no hematoma present. This condition persisted throughout the night. The pt was ambulated to the bathroom at 06:47. There was no bleeding or drainage noted. The pt was discharged to home at 09:13. A follow-up ultrasound was performed at the physician's office one week later. There was no indication of pseudoaneurysm or arterial damage. The pt has had no further symptoms.